Event description:
Patient had surgery on thursday, (B)(6) 2010, and patient was discharged shortly thereafter. Follow-up call to patient found all to be well. Around 6:30 pm, (B)(6) 2010, surgery center received a call from the ER stating the patient had presented herself. Patient had erratic behavior. Initial report stated the pump was found to be empty, so it was removed. Physician visited patient in hospital around 7:30 and found patient doing fine. The patient spent the night so she could be monitored, and went home the next day (time unknown) and is doing well. Additional information reported that the pump was actually half full when patient arrived in ER.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.